Event description:
It was reported that during routine testing of the external pulse generator (epg), the biomedical engineer found the atrial output very low and was not adjustable. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of electrical specification. It was also noted that one side bail cover and battery drawer were broken, and the keyboard was contaminated.